Event description:
It was reported the patients ipg became inoperable following an unrelated surgery, since the ipg was not placed in surgery mode. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Stimulation was reportedly restored.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.